Manufacturer narrative:
Implant fracture. Fracture was caused by mechanical overloading. User error. Dentist mixed prosthetic components from foreign dental system (not a camlog product). Only parts from corresponding system shall be used. Dentist should be consulted instruction for use to prevent this from happen.

Event description:
Implant fracture. User error. Dentist mixed prosthetic components from foreign dental system (not a camlog product). Only parts from corresponding system shall be used.

Event description:
Implant fracture.